Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is confirmed for use error - reuse of single-use product. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2012 regarding a check lines and bags alarm. During follow-up, the hp stated that she had only changed the cassette and not the bags that day. The hp stated that she now understood that she should have changed out all of the supplies. The hp stated that she was able to complete therapy without any issues. The hp did not notice anything unusual about the supplies that day. The hp stated that the therapy has been going well since then. There was patient involvement but no injury or medical intervention was reported.